Manufacturer narrative:
The field service engineer found an ise module tubing was out of place. He cleaned and decontaminated the sample probes, cleaned the ise tower, replaced the ise tubing, and ran operational tests. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium results from the cobas integra 400 plus analyzer. The samples were repeated on another analyzer. Sample ID: (B)(6), initial result was 158 mmol/l and the repeat result was 140 mmol/l. Sample ID: (B)(6), initial result was 151 mmol/l and the repeat result was 141 mmol/l. Sample ID: (B)(6), initial result was 146 mmol/l and the repeat result was 138 mmol/l. Sample ID: (B)(6), initial result was 155 mmol/l and the repeat result was 145 mmol/l. Sample ID: (B)(6), initial result was 125 mmol/l and the repeat result was 142 mmol/l. Sample ID: (B)(6), initial result was 151 mmol/l and the repeat result was 140 mmol/l.